Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous fixation thoracic instrumentation from th4 to th9, for the treatment of thoracic fracture. Reportedly, during surgery, it was very difficult to put the extender in eject position and remove it from the screw once inserted in the patient. The product came in the contact with the patient. No patient complications were reported.